Event description:
Young boy with triventricular hydrocephalus suddenly nausea and somnolent, former valve implantation in (B)(6) 2011.

Manufacturer narrative:
The analysis has shown that the valve is not obstructed and meets all its specification requirements within the laboratory conditions of testing. This is consistent with the results of the pressure tests operated by the surgeon on the extracted valve at the hospital. The incident could be due to the distal catheter obstruction. Actually, the peritoneal catheter may be obstructed by the peritoneum or by intestinal loops. This could explain the occlusions observed between (B)(6). Shunt obstruction is a known complication mentioned in the instructions for use.